Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate is below the lower rate limit. The patient stated they can feel their implantable pulse generator (ipg), that it affects them, and that they must "sit down". It was further reported by the patient they think there may be a defect though this was refuted by their physician. The ipg remains in use. No further patient complications have been reported as a result of this event.